Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, appendicectomy and delivery (2 vaginal deliveries). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("worsening of migraines"), tendon disorder ("tendinopathy") and affective disorder ("mood disorders"). On (B)(6) 2017, 1 year 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy was performed via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, migraine, tendon disorder and affective disorder outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered affective disorder, migraine and tendon disorder to be unrelated to essure. The reporter commented: removal of essure was performed on patient's request. According to the reporter essure did not cause or contribute to the adverse events. Follow up was not performed 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of migraine ("worsening of migraines") in a (B)(6) year-old female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, appendicectomy and gravida ii (2 vaginal deliveries). Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine (seriousness criteria medically significant and intervention required), tendon disorder ("tendinopathy") and affective disorder ("mood disorders"). The patient was treated with surgery (bilateral salpingectomy via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the migraine, tendon disorder and affective disorder outcome was unknown. The reporter considered affective disorder, migraine and tendon disorder to be unrelated to essure. The reporter commented: removal of essure was performed on patient's request. According to the reporter essure did not cause or contribute to the adverse events. Follow up was not performed 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-mar-2018 for the following meddra pts: migraine: the analysis revealed 53 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-mar-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.